Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Additionally, investigation revealed that there was contamination under the contrast button contact. Investigation also revealed visible moisture in the battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/06/2014 with the following findings:during testing, the display was dim and discolored. The keypad cover was removed and contamination was found under the contrast button contact. Evaluation revealed visible moisture in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).